Event description:
It was reported that the burr was detached. The target lesion was located in the highly tortuous and highly calcified proximal right coronary artery (rca). A 1.50mm rota link plus was selected for use. During the procedure, while performing ablation around a curved portion of the vessel, it was noted that the burr jumped over a piece of calcium when it was tried to advance. Furthermore, though the burr was still spinning, it would not advance forward or backward due to front cutting only. During removal of the rotaburr due to some dislodging techniques, it was noted that the burr separated from the shaft. Multiple stents were implanted to the patient. The procedure was completed with another of the same device followed by stenting. No patient complications were reported and the patient's status post-procedure was fine/stable. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The burr is separated from the coil and was received on the returned rotawire and the burr was removed from the wire with no issue. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and broken. There are numerous sheath kinks. There are wear marks in the sheath. Inspection of the remainder of the device presented no other damage or irregularities.